Manufacturer narrative:
Three opened knife samples were received loose in a box for the report of being dull with packaging that was not covering them correctly. Two knives were received with no protection while one sample was received with foam tip protection however, the tip was exposed. An empty blister with no tyvek was also received. The returned knives were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. The returned blister was visually inspected and was found to be conforming with no slices seen. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The returned packaging was found to be conforming. The exact root cause for the damaged knives could not be determined from the investigation performed. The damage is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that knives were found with the blade facing the wrong direction inside of the package's protective plastic and the blades were dull and did not cut during surgery. Alternate knives were obtained in order to continue the procedures. There was no impact to any patient.